Event description:
It was reported to the aci clinical specialist that a patient underwent a diagnostic coronary catheterization procedure, exact date unknown. Access was obtained at the common femoral artery via a 5f sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician shuttled down the device but the handle did not come to the hard stop rather, it went over it. The device was removed and it was observed that the sealant was still on the catheter. Access was not lost so the physician prepped another mynx and deployed the sealant without any complication. Hemostasis was successfully achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided and the condition of the returned device, the probable cause of the reported failure to deploy may have been a missing advancer tube. Visual inspection of the device showed that the shuttle was disengaged from the handle with the sealant covering the balloon proximal bond. The advancer tube was not present with the returned device. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.